Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the complaint of the cautery issue on the fenestrated bipolar forceps, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the da vinci product to perform failure analysis as it is pending return. Additional information is being gathered to determine the contribution of the device to the customer reported issue. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the fenestrated bipolar forceps instrument had cautery issue and the wire was found broken. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the customer could not identify which cable was broken, but there was no loss of cautery associated with broken cable. The customer confirmed that no fragment fell inside of the patient. Thermal damage and arcing were not observed. The procedure was completed robotically with a backup instrument of same kind. No known impact or patient consequence was reported.